Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4). Performance data was received and analyzed. The save to disk primary finding noted sensing function oversensing rv. Three ventricular non-sustained tachycardia less than or equal to 200 ms between (B)(6) 2012 and (B)(6) 2012. Once ventricular fibrillation equal to 170 ms average v-cycle on (B)(6) 2012. The save to disk noted sensing function oversensing non-physiologic/sic. Ventricular short interval count (v-sic) equal to 898 counts in 7.27 days between (B)(6) -2012 and (B)(6) 2012. The save to disk noted rv lead integrity alert triggered. One patient alert for lead failure predictor on (B)(6) 2012. Concomitant product: 5076 implantable pacing lead 2004 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert for a high number of short interval counts (sic) episodes. The oversensing could not be reproduced with movement or pocket manipulation. Data from the device revealed an episode of t-wave oversensing that incremented as sic count. An episode of noise and oversensing were also noted. The rv lead was capped and was replaced. No patient complications have been reported as a result of this event.